Manufacturer narrative:
(B)(4). Batch #: u95d9e. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage and the trigger was noted in middle position. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device fired one conforming clip, however, the tip of the advancer was noted to be bent. The instrument was disassembled and upon disassembly, the advancer was confirmed to be bent and the clip track was found empty. The event reported was confirmed and it is related an improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instructions for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy, jamming occurred so that the device could not be fired during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.